Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that that they don't feel ins working and reported no longer feeling stim, not getting good therapy relief reporting "not being able to hold kidneys too good". The patient confirmed therapy is on. They were having difficulty opening mytherapy app on call. The patient got assistance on call from secondary caller and the secondary caller also having difficulty opening my therapy app. The patient locked/unlocked handset and reopened the mytherapy app then confirmed the mytherapy app successfully opened. The patient initially getting device not responding when trying to connect with ins. They could not feel ins when palpating on call and reported ins has gotten deeper. Callers reported the patient use to feel ins. Inquired if the patient has had recent trauma/falls and caller stated the patient fell in bedroom, but didn't fall all the way to the ground. The patient confirmed therapy is on at 4.5v. They increased on call to 5.5v and stated still not feeling stim. They were feeling stim before. This all started "about a week ago". The circumstances that led to the reported issue were unknown. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.